Event description:
It has been reported that the event involved a male pt while in the cath lab. The md inserted the spring wire guide (swg) and teflon sheath via left femoral with no issues. The md attempted to advance the intra-aortic balloon (iab) over the swg and was not able to. As a result, the iab was not used. A new prepped (B)(4) was able to be advanced over the swg that was left in place. There was a 10 minute delay or interruption in therapy with no harm to the pt. After treatment of the pt was completed, the first intra-aortic balloon (iab) that was attempted to be used was inflated manually and helium loss was noticed. The iab was reported to be leaky. There was no report of pt death, complications, or injury. No medical/surgical intervention was required. The pt outcome is okay.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.